Event description:
During a coronary stent procedure, balloon removal difficulties were encountered. The dr had successfully deployed a cypher stent at 16 atms in the distal rca, however it appeared to be undersized. The nc monorail balloon catheter was used to post dilate the cypher stent at 12-14 atms. While attempting to retract the nc monorail balloon catheter, the catheter became stuck in the cypher stent. When the nc monorail balloon catheter was finally pulled out, the cypher stent had migrated backwards approximately 10 mm. The nc monorail balloon catheter remained intact. Another cypher was deployed at 16 atms and the same nc monorail balloon catheter was used again for post dilation. It stuck again in the cypher stent and was removed without incident. The cypher delivery devices were removed without resistance. Pt status is listed as "okay".